Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site radiographic technologist (rt) reported being unable to load a patient exam onto their navigation system for a cranial tumor resection procedure. The rt, and another site representative, noted they were unable to push the exam to the navigation system and that they were receiving an error message when attempting to load the patient exam via cd. They were unable to remember the exact error message. In trouble-shooting, the site was able to push the patient exam to another navigation system from pacs without issue. Delay in surgery was 1 - 1.5 hours. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 a medtronic representative further trouble-shooting the issue, found the pacs was unable to push exams to the navigation system. Suggested the site check the navigation system network information and confirmed this with a second navigation system that pacs was able to push exams to, without issue. Bypassed the external bulkhead connector on the navigation system and the site's pacs was still unable to push exams to the navigation system. The medtronic representative attempted loading exams via cd and received an exam via cd and received a unable to interpret header data. Received this on two navigation systems. It is deemed likely due to compressed images. (B)(4) 2015 a medtronic representative, following-up at the site, reported the issue was with the site's pacs system. The site is currently working with their pacs department to resolve the problem. Navigation system is functioning properly. No parts have been received by manufacturer for analysis.